Manufacturer narrative:
Additional info: d10, g4, h3, h6 h3 evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a thoracic lobectomy, during the first firing, while clamping the blood vessel and trying to fire, the handle could not be squeezed. Another reload was used to complete the case. When the reload was checked, it was found that the staple was pushed up from the proximal part. There was no patient injury.